Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed, and the findings did not replicate or confirm the customer reported event. For clarification, there is no damaged cable, what you can see is a staple from the stapler. The returned product did not exhibit the event described in the complaint. The instrument was visual inspected internal and external; no issues were identified.

Event description:
Refer to h11 for follow-up information.